Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there were oil gel globules present in an unspecified number of tubes. Affected samples were aliquoted and the plasma was recentrifuged. There was no report of patient impact.

Manufacturer narrative:
H6. Investigation summary: bd did not receive samples or photographs from the customer for investigation. Therefore, 100 retained samples were visually inspected, and no gel defect related to oil gel globules defects were found. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints for sample quality are under statistical control for the month of march 2024. At this time, further testing is not indicated. If complaints for sample quality reach an action level, additional testing may be required. Bd was unable to confirm the indicated failure mode of oil gel globules. No root cause was established for the reported defect. Patient conditions, tube storage and processing conditions, and centrifugation settings can impact serum quality and presence of gel globules. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.